Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01209.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via right common femoral vein due to bilateral pulmonary emboli. Patient is alleging tilt, vena cava perforation, one medial strut perforates the ivc wall 19mm and contacts the aorta, one posterior strut perforates the ivc wall 12mm and contacts the l4 vertebral body and one lateral strut perforates the ivc wall 15mm and is imbedded within the right psoas muscle. The patient further alleges ¿I have constant pain in abdomen to bottom of foot. I am unable to walk due to pain¿ and limited activity. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2019, ¿infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as described above. The above mentioned ivc filter is considered temporary and removable. Therefore, further evaluation with interventional radiology is recommended for possible intervention.¿

Event description:
It is alleged that the patient received a cook celect platinum filter on (B)(6) 2014. The patient alleges to have been injured without further explanation.